Event description:
The pt reported that the pump dispensed fluid from the cartridge during the load step and emitted a "no cartridge detected" warning.

Manufacturer narrative:
There was no reported pt impact with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with zero force. There were also two "no cartridge detected" alarms observed. An "ezprime" operation was performed with no alarms occurring.